Event description:
Customer reported on bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Initial report date: 03/23/2015. Follow-up report date: 1/4/2016. One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.